Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "left-side rupture and exchange from textured to smooth implants due to the patients concern with the product". Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, crease flat, device appearance (observed 40 mm dark patch edge material inside gel device) and missing piece of the shell. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact opening and observed two opening striated in the posterior side and broken straited in the posterior side. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening with non-penetrating nicks assessed as surgical impact. Non-penetrating nicks. Two striated edge opening on posterior side due to surgical damage. Two striated edge broken on posterior side due to surgical damage. A missing piece of the shell assessed as inconclusive.

Event description:
Device has been explanted.